Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15834819, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 16306454, model/catalog description: precision ipg kit.

Event description:
A report was received that the patients leads migrated and the patient was experiencing loss of stimulation. The patient underwent a lead and ipg replacement procedure.

Event description:
A report was received that the patients leads migrated and the patient was experiencing loss of stimulation. The patient underwent a lead and ipg replacement procedure.